Event description:
It was reported that during procedure, the error code 188 (cooling flow switch error) and error code 58 (self-test process failure) were prompted. The procedure was not completed due to this event. The patient was sedated with general anesthesia before the procedure was aborted. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.